Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery, the patient fell and experienced a femur fracture. This adverse event led to a revision surgery performed on (B)(6) 2021 in which a polarstem stem std ti/ha 0 non-cem was explanted. The device, used in treatment was not returned for evaluation, therefore further analysis was not possible. Therefore, the relationship between the reported event and the device cannot be confirmed. However, based on the communicated information, the product history could be reviewed. The production documentation was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. There were no further complaints reported for the batch in scope. The failure mode and the severity are covered through the corresponding risk management files. The IFU lit. No. 12.23, ed. 03/21 lists hip fracture as potential adverse device effect. A thorough medical assessment was not possible due to missing information. However, it cannot be excluded that the reported fall of the patient led to the reported event. To conclude, the root cause stays undetermined after investigation. The reported fall of the patient could have contributed to the reported issue. To date, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery, the patient fall and experienced a femur fracture. This adverse event led to a revision surgery performed on (B)(6) 2021 in which a polarstem stem std ti/ha 0 non-cem and a cocr 12/14 fem head 32 + 4 were explanted and accord trochanteric grip plate was implanted with cables. The current health status of the patient is unknown.